Event description:
When high pressure circulation was applied to the oxygenator unit during bypass, a leak was observed between the heat exchanger and fiber bundle elbow. The unit was used for the entire procedure with reported blood loss estimated at less than 100 ml.

Manufacturer narrative:
G9 - corrected info- the mfg registration number has been corrected to indicate 1124841 in the manufacturer's report number (1124841-1998-00012). G2 - phone number - the MFR contact phone number has been changed to provide the direct line rather than the general phone number. Note - the info in section's d3 and g1 has been reiterated in this follow-up report to assist in matching to the original report. This info has not been changed. The ogriginally submitted medwatch report (see attached copy with the report number indicated as 1118880-1998-00012) referenced the wrong manufacturer's registration number in section g9. Medwatch reports are submitted from this office on behalf of several terumo mfg facilities, and the incorrect registration number was inadvertently assigned to this medwatch report. A review of the medwatch report files indentified that this medwatch report should have been submitted as 1124841-1998-00012.